Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), after troubleshooting, it was determined that the issue was with the vaporizer not the epgs. The perfusionist was notified and will swap out the vaporizers to resolve the issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) flow did not match the pole mounted flow meter. The pump was still used and the flow drop was compensated for by increasing the flow. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.